Event description:
It was reported that a spectrum pump alarmed to close the door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the close door alarm. The device was operating out of specification. The device was alarming to load a set which corresponds to the close door alarm. Elevation found this was caused by a loose link screw. The link screws were replaced.